Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, split at 2.5cm. Rewired on (B)(6) 2024. Dvt confirmed in arm before break detected. No other information was provided. Additional information received 10/19/2024: PICC inserted on the (B)(6) 2024 leaked 3rd september, rewired on the 19th september. Total length 37cm, exit site 8cm, inserted in to basilic vein, locked with saline and secured with securacath. J-looped back up the patient¿s arm . Used for oncology treatment (cytoxic). No CT scans completed using PICC, unknown if there were occlusions. Leak identified by visible hole outside the patient at the 2.5cm mark. PICC was used 4 months. No xray images of this incident. Catheter site cleaned with chloraprep (3ml). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, split at 2.5cm. Rewired on 09/19/2024. Dvt confirmed in arm before break detected. No other information was provided.